Event description:
It was reported that a power source alert occurred, indicating an issue with the pump's charging function. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The caller attempted to resolve the issue using different adapters and cables without success, leading to the decision by technical support to replace the pump. The customer will use a backup insulin pump in the interim and agreed to return the problematic pump using a pre-paid label.